Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint indicated the inner plastic container was broken and the plastic container was fractured. The instrument was returned by itself without the rigid blister (plastic container) and without the tyvek lid. There was no way to verify the condition of the rigid blister as the customer indicated packaging materials had already been discarded (see pi notes). Complaint could not be confirmed. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that the packaging was received with the inner plastic container broken. The device was intact but the plastic container was fractured. The device was not used due to possible sterility issue.